Event description:
It was reported that a right ventricular (rv) lead exhibited high thresholds. Ventricular undersensing was subsequently noted on three occasions. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.